Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer received a message on her insulin pump that says "button has been pressed for 3 minutes" or something and so it was not doing anything.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No stuck button alarm noted. However, device received with intermittent button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose, injections were not available and need emergency help and insulin pump had keypad anomaly. The customer¿s current blood glucose level was 366 mg/dl at the time of incident. The customer reported that the button had been pressed for 3 minutes or something and it was not doing anything. The customer had symptoms such as feeling sick to the stomach. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.